Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 568 mg/dl with ketones. The cause of the high bg was not reported; the customer did not observe any issues with the pump supplies. The customer was admitted to the emergency room (ER) for diabetic ketoacidosis (dka). The customer was treated with intravenous fluids, insulin and had blood work done. After 23.5 hours, the customer left the ER and was not admitted to the hospital. The bg level was stable at 189 mg/dl.